Event description:
Patient reported their curlin pump was displaying error code 141. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liq soln -20gm. Gammagard liq soln indication: selective deficiency of immunoglobulin g [igg] subclasses. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.